Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 299 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. When checking the history files, the total amount of insulin delivered did not equal the programmed basal rates. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.